Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00886.

Manufacturer narrative:
Additional information:original surgery date; section f(1)(3)(4) hospital information.(B)(4).

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).